Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced a 12:303:984:000f failure code when downloading the device's event history. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. The alarm could not be reproduced during pump service and no repairs were necessary. If any additional information is received, a follow-up MDR will be sent.